Event description:
It was reported that during a laparoscopic lobectomy procedure, on the fourth firing, there were malformed staples at the end of the staple line. The dr put overstitches to close the tissue. There was no pt consequence.